Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low and low inspiratory pressure, as well as a high peep alarm were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels and inspiratory pressure were both low. Additionally, the device provided an alarm indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.